Event description:
This lead was explanted due to loss of capture and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. There was no sign of a material or manufacturing problem.